Manufacturer narrative:
Evaluation of the returned transmitter confirmed the permanent out of range signal. Data was received (B)(4) 2013 and confirmed the permanent out of range signal evidenced by gaps in transmission. A receiver (sn (B)(4), mfg date:08/27/2013) was also returned for evaluation and there was no issue detected.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.